Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow display occasionally goes black and the pump stopped whenever the coupling agent was renewed. The incident occurred during operation. The device was replaced with another machine without any negative consequences for the patient. No harm to any person has been reported. Since the device was exchanged during operation, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on (B)(6) 2026 the issue was resolved after restarting. The rotaflow had no malfunction and is working as intended. No parts have been replaced. The device is cleared for clinical use. Based on these investigation results the reported failure "pump stop and screen went black" could not be confirmed. However, the failure mode can be linked to the following most possible root causes according to the risk management file: - pump stop intervention after technical error - unintended rpm change by user - unintended switch off by user - (accidental) disconnection of mains (plug). The review of the non-conformities has been performed on 2025-12-30 for the period of 2022-03-28 to 2025-12-30. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2022-03-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 "general precautionary measures during use" if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 "general safety instructions" there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the rotaflow display occasionally goes black whenever the coupling agent was renewed. The incident occurred during operation. The device was replaced with another machine. No harm to any person has been reported. Since the device was exchanged during operation, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).